Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of mitral regurgitation (mr) and heart failure as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported recurrent mr appears to be related to the reported heart failure. However, a causer for the heart failure cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the clip remained stable and well seated on the leaflets with no tissue injury observed. The worsening mr was due to worsening heart failure.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to worsening heart failure and recurrent mitral regurgitation. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with functional mitral regurgitation (mr) grade 3+, dilated cardiomyopathy, and mitral leaflet tethering. One mitraclip (cds0502 80517u124) was implanted without a device issue reported, reducing the mr to grade 2+. On (B)(6) 2020, the patient was hospitalized for exacerbated heart failure. Medication was provided. Per physician, the worsening heart failure was unknown if device related. There was no device malfunction. On (B)(6) 2020, recurrent mr to grade 3+ was noted. No additional information was provided regarding this issue.